Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a severely bent grip, causing side-to-side misalignment of the grips. There was a 0.074¿ offset at the tips. Additionally, the instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on three out of three attempts. The complaint was confirmed by failure analysis.

Event description:
It was reported that the maryland bipolar forceps instrument was defective. There was no report of patient involvement.